Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon because it was expanded at the lesion site. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. On initial visual analysis, the balloon cone profiles and the main balloon body was reviewed. It was evident that the distal portion of the balloon did not inflate during the procedure. The proximal portion appears to have been previously inflated and deflated. A customized valve was fixed onto the mid-shaft so as to enable the balloon to receive positive pressure and to attempt balloon inflation. A balloon pinhole was identified at the distal end of the balloon; at the balloon cone above the center of the distal marker band. The pinhole is located outside the stent crimped area. No balloon damage is evident adjacent to the pinhole and further examination noted blood inside the balloon chamber indicating the balloon was likely damaged during the procedure. A review of the batch records & process product indicates no issues with the stent profile or the balloon profile during manufacture and during a visual examination. The balloon wings were evenly folded and did not appear to have received any damage at the distal end of the balloon during the manufacturing process. Microscopic examination could not find any other evidence of damage like scratches to the distal balloon cone that would signify difficulty advancing. The batch crimping records did not highlight any anomalies with the stent profile or the balloon profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance for crimped stent profile. The type of damage evident on the balloon would indicate that the balloon wall was breached during an attempt to inflate inside the patient. The bumper tip of the device showed no signs of damage. A visual and tactile examination found that the hypotube shaft was cut 55mm distal from the strain relief. The hypotube had multiple kinks along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent delivery system (sds) of the 38mmx3.00mm promus premier¿ stent was cut at the hub so that a non bsc guide catheter could be inserted to the lesion. Using the guide catheter to hold the 38mmx3.00mm promus premier¿ stent which was still mounted on the sds balloon, the sds was removed from the patient¿s body. The stent was then post dilated and was fully deployed by another balloon catheter.

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified ostium of mid right coronary artery. A 38mmx3.00mm promus premier¿ stent was advanced to the lesion. The balloon was inflated once; however, it was noted that the distal part of the balloon did not inflate. It was found out that the balloon had ruptured under nominal pressure. An attempt was done to remove the device from a guide catheter but failed. The hub of the device was cut to remove the device and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).